Event description:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-10339-00 for details pertinent to this event.

Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-10339-00 for details pertinent to this event.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. D4: expiration date and h4: manufacture date are unknown, no lot number has been provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the user attempted to use it, the device would not inflate. There was no reported patient involvement.